Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the set was spiked into the bag and the connection was broken causing the fluid to leak down the line. The bag and spike set was replaced and there was no harm to the patient.